Manufacturer narrative:
Complaint allegation is confirmed. An ar-8400td, arrived unpackaged for inspection. Functional testing with the testing console and handpiece could not be performed because the device's inner and outer tubes were damaged. A visual inspection revealed damage to both the inner and outer tubes of the torpedo. The tip of the inner tube was broken off, resulting in a loss of geometry at the distal end. Additionally, the cutting tip of the outer tube exhibited nicks and damage. The event likely occurred due to the device being pried or levered against hard bone or other instruments during use.

Event description:
On 04/17/2024, it was reported by a sales representative via (B)(4) that an ar-8400ctd torpedo blade broke while resecting a suture. An ar-3636 did not deploy correctly so it needed to be removed and the surgeon elected to use the torpedo to remove the excess suture from the joint. It broke while resecting the suture. This occurred during use in a case with no patient effect. Additional information requested. Additional information was provided on 09/25/2024. Where the sales representative stated the ar-3636 was used when hard bone was encountered and the anchor did not fully seat. The repair suture could not pass through the anchor. All fragments were not retrieved from the patient, and another ar-3636 was used to proceed with the case.

Manufacturer narrative:
Complaint allegation is confirmed. An ar-8400td, arrived unpackaged for inspection. Functional testing with the testing console and handpiece could not be performed because the device's inner and outer tubes were damaged. A visual inspection revealed damage to both the inner and outer tubes of the torpedo. The tip of the inner tube was broken off, resulting in a loss of geometry at the distal end. Additionally, the cutting tip of the outer tube exhibited nicks and damage. The event likely occurred due to the device being pried or levered against hard bone or other instruments during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 04/17/2024, it was reported by a sales representative via sems-06541778 that an ar-8400ctd torpedo blade broke while resecting a suture. This occurred during use in a case with no patient effect. Additional information requested.